Event description:
It was reported that a screw hole cover that should have been removed from a shell was left inside the patient and discovered after surgery. The screw hole cover was errantly left in the patient and the patient has since had marked weight loss, worsening vision, hearing loss, recent issues with altered mental status, sepsis, and possible carcinoma. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.